Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 400 mg/dl. Customer reported that while changing infusion set and prime insulin pump kept asking for rewind. However, customer declined to troubleshoot for high blood glucose level. The device will not be returned for analysis.